Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker system had high out of range impedance measurements which triggered a lead safety switch and noisy signals for its right ventricular (rv) lead, with a lead fracture suspected as the cause. A revision was planned but no specific date has been provided. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker system had high out of range impedance measurements which triggered a lead safety switch and noisy signals for its right ventricular (rv) lead, with a lead fracture suspected as the cause. A revision was planned but no specific date has been provided. This device remains in service. No adverse patient effects were reported. Additional information from the filed indicates a revision has been performed, with the right ventricular (rv) lead capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.